Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was a hospitalization due to high blood glucose. The blood glucose reading was 581 mg/dl. The customer experienced nausea, vomiting, abdominal pains, difficulty breathing and high ketones. The customer was treated with manual injections. The customer reported that the drive support disk appeared normal and recessed. The customer found no air bubbles or leaks and stated that the site was not sore or irritated and the insulin was good. The settings were correct. The customer had received no delivery alarms and low reservoir alarms. The insulin pump passed the high pressure test. The customer was advised to follow up with a health care professional regarding the high blood glucose.